Event description:
The customer reported that the unit was intermittently transitioning from ac power to backup battery power while in use on a patient. The customer reported the unit did alarm and there was no patient harm. The customer reported a diagnostic code in the ventilator log history that indicated a +24 volt failure during operation.the manufacturer's service technician was unable to duplicate the intermittent transition from ac to backup battery power, but did confirm the diagnostic code in the ventilator log history that indicated a +24 volt failure during operation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.